Event description:
It was reported the surgery was completed on (B)(6) 2025. The lead had high impedances, and the issue was resolved by replacing the lead, and the lead was returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type- lead; product ID 977a260, serial# (B)(6) implanted: (B)(6) 2024. Product type- lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead, model 977a260, s/n (B)(6), revealed that all conductors were broken 19.5cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead on the right side migrated down. The cause was unknown. The doctor recommended a lead revision, which was soon to be scheduled. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: product type lead product ID 977a260 lot# serial# va2x7qy043 implanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-sep-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 20-feb-2028, UDI#: (B)(4); b3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when attempting to increase stimulation on the neurosense group of an implantable neurostimulator, a "therapy increase not available" message was received. The system was noted to be out of regulation. The patient was advised to consult their healthcare provider for further evaluation. It was suggested to try other groups, and if the issue persisted, to check impedances and consider reprogramming. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the issue was unknown and the patient was following up with their hcp to check their leads. Rep noted they met with the ptto check impedances and will be seeing their hcp to check the leads. The issue is currently ongoing. The physician has been notified of the issue. Mdt rep called back to report that they met with the patient and they did see two impedances that are high, so they were able to program around them. Upon interrogating the battery a third time, the patient is having a third high impedance. Upon imaging the lead, it appears the lead has shifted since implant. Tss reviewed programming around the high impedances or speaking with the hcp regarding next steps. Rep states the patient can program around the electrodes, however they would like to use neurosense.